Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level ranged from 360-451 mg/dl. The customer noticed that the cartridge did not "sit in all the way." During troubleshooting with tandem technical support, the customer removed an o-ring from a previous cartridge on the pneumatic tap and successfully loaded a new cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.